Event description:
It was reported that a patient who underwent an eustachian tube dilation with an acclarent aera eustachian tube balloon dilation system (eu061655z, lot number unknown) has lost their hearing. No additional information has been provided. At the time of this report, acclarent has received very limited information regarding this event.

Manufacturer narrative:
Manufacturer ref#: (B)(4) information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. The device was discarded; therefore, no further investigation can be performed. The lot number is not known; therefore, a device history record review cannot be completed. Since this adverse event may require additional medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is considered serious according to medical standards and MDR reportable. Should additional information become available, this case will be re-assessed and notes will be updated. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by acclarent, or its employees that the report constitutes an admission that the product, acclarent, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.